Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed. The report was resolved by setting the correct configuration. Historically failures of this type are a result of the device's configuration steps being performed incorrectly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.